Event description:
On (B)(6) 2012, it was reported that the backlight on the pt's infusion device is sometimes not working. He thinks his infusion device has failed to display w1 (low cartridge). His blood glucose levels have been higher than normal over the past few days. He has been giving himself boluses of insulin often and his blood glucose levels do not seem to be going down. The pt has lost confidence in the infusion device and has switched to insulin injection therapy. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.